Event description:
Device malfunction: unintended site (stent #1), difficult to advance (stent #2). Time of malfunction: during the procedure; symptoms/ae: hypotension, bradycardia; time of symptoms/ae: during the procedure. It was reported that during a right internal carotid artery, pta stenting procedure in 2006, the target lesion was reported as heavily calcified with 97% stenosis, about 20mm long, with the distal ica reported as very tortuous. The physician placed an rx accunet embolic protection device in the distal ica and then performed pre-dilatation angioplasty. The rx acculink stent was placed, (#1) which moved distally during the deployment and did not cover the ostium of the ica. The physician attempted to deploy an overlapping rx acculink stent (#2), which could not be advanced, so he had to perform angioplasty of the first stent, then he was successful in deploying the second stent. The overlapping stent segment was post-dilated. The final results showed less than 10% residual stenosis. During the procedure, the patient developed hypotension and bradycardia. The hypostension was managed with IV neo-synephrine, which resolved within two days. The initial bradycardia was managed with atropine during the procedure, but continued afterward. The physician felt the bradycardia was continuing due to a pre-existing cardiac arrhythmia. No additional information available.